Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Needle broken [medical device complication]. Case description: medical device information: class iia. This spontaneous case from china was reported by a consumer as "needle broke under subcutaneous abdomen" and concerns a female patient using novofine 30g (device therapy) from and to unknown dates for insulin-requiring type ii diabetes mellitus diagnosed in 2005. Patient's height: not reported. Medical history included peripheral nerve sensation disorders. On an unknown date, the patient experienced novofine broke subcutaneously in her abdomen after injection with novopen (device therapy). The first needle the patient took had no metal needle, and so she took another one which broke. The patient was hospitalized for clinical investigation. The patient doubted that the needle breakage was due to lack of quality. Both needles were returned for further investigation. Outcome was reported as recovered completely. Reporter's causality: possible, novonordisk causality: reportable. Comment: reporter's alternative aetiology: not reported.